Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and reservoir were explanted due to unspecified reasons. New ipp pump and reservoir were implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. It was further reported that no components were removed during the surgery. The patient underwent a second stage implant surgery after previously undergoing surgery to implant "two cylinders into a neopenis after penile amputation." During the procedure the tips of the rods were covered with subcutaneous tissue to allow for better placement and avoidance of perforation. During this second stage implant surgery, the pump and reservoir were connected to the existing cylinders.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and reservoir were explanted due to unspecified reasons. New ipp pump and reservoir were implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.